Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was are corded patient alert for lead failure predictor on (B)(6) 2012. Ventricular non-sustained tachycardia of less than or equal to 215ms, with ventricular fibrillation of less than or equal to 210 ms average ventricular cycle were recorded on (B)(6) 2012. Lead failure predictor for high rate non-sustained of less than or equal to 212 ms average v-cycle on (B)(6) 2012. Ventricular short interval count (v-sic) of 209 counts in .21 days were recorded on (B)(6) 2012. Concomitant product: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that performance data collected from the device was received by the manufacturer and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.